Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that there was difficulty advancing the delivery catheter system (dcs). Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuosity, etc.). In this case, it was noted that the access vessel was calcified. This indicates that the probable cause of the advancement difficulties was calcified patient anatomy. The dcs was advanced with "a lot of force" and turning of the dcs succeeded after "a lot of effort". The evolut pro system instructions for use (IFU) cautions the user: "there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, m agnify the area of resistance) before proceeding. Do not force passage". A break in the capsule was observed before crossing the annulus. Procedural films were received for review. The cine films confirm a tear in the capsule. A good valve load was observed on the cine review. The dcs was returned to medtronic for analysis. The device was received with the capsule fully closed and the capsule was observed to be over-captured on the catheter tip. The instructions for use (IFU) cautions the user to: ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Damage was observed near the proximal end of the capsule frame and upon attempted retraction of the capsule, the capsule separated. Multiple kinks were also observed on the inner member shaft. The inner member shaft damage may have occurred due to the over-captured tip or may have occurred due the capsule damage. There was no other evidence of damage observed on the dcs. Based on the investigation completed to date there is no evidence that the product fa ils to meet specification and this event is most likely not related to a fault condition of the device. The exact root cause of capsule buckling and separation is unknown, however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, the reported advancement with "a lot of force" and turning of the dcs succeeded after "a lot of effort" most likely caused or contributed to the capsule damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the handle appeared intact. The device was received with the capsule fully closed and slightly over captured. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule, and at the distal end of the capsule. The device was returned with the end cap/screw gear snap fit connected. There was damage observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. On attempted retraction of the capsule, the capsule separated. The separation site was jagged and uneven. Multiple kinks were observed on the inner member. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has been returned for analysis and the analysis is in progress. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was difficulty advancing the delivery catheter system (dcs) through the common iliac artery due to calcification. A pre-valve implant dilatation was performed several times and the dcs was attempted again with "a lot of force" at site of the common iliac artery. Turning of the dcs succeeded after "a lot of effort." Before crossing the annulus, a "crack in the capsule" was reported. The dcs and valve were recovered from the patient. The valve was loaded into a new dcs and implanted successfully. It was reported that the "capsule fracture was caused by the massive calcification and massive rotating and pushing motion of the physician." The initial x-ray check showed no "material defect." There was a "good load," the inline sheath of the dcs was used, the angle of insertion was normal and no tortuous anatomy were reported. No adverse patient effects were reported.